Event description:
It was reported that at pocket revision, due to tenderness, interrogation of the electrogram (egm) the data was "invalid" and unavailable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.